Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.